Event description:
It was reported that a pump declared a cartridge alarm 20 during the pumping process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite technical support assisting the customer in loading a new cartridge, the alarm recurred, and the customer was unable to resume insulin therapy. Consequently, technical support decided to replace the pump, and the customer reverted to an alternate method of insulin therapy.